Event description:
The programmer and the radiofrequency programmer head were returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the system fan was noisy, the upper hinge plate was scratched and that the software-controlled gain and automatic gain controlled functional tests were out of specification. The system fan, hinge plate and link electronic module (lem) were replaced and the lem calibrated. (B)(4).